Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device .

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator. It was reported that the patient was feelings soreness and pain in the back area and they thought it was from the medical doctor attempting to wire the patient on the left side. Patient mentioned stimulation was causing pain in the bicycle seat area as well, so the patient turned stimulation down and it felt better. Patient had lowered stimulation and was no longer in pain from the stimulation, just in the back area from the procedure. The issue was unresolved at the time of the report. Additional information was received. The patient mentioned they had been in pain the day prior. Patient stated they kept trying to get the left lead in correctly and kept re-positioning it. Patient couldn't sit or lay down and stated their back hurt a lot due to all of the shots. No further complications were reported or anticipated.